Manufacturer narrative:
Initial reporter facility name: (B)(6)hospital. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 4000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from an unspecified location. This event occurred before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured 08/29/2018 to 08/30/2019. One sample was received for evaluation. Visual inspection, with the unaided eye and with magnification, observed a tear in the lower right side edge of the bag. Functional testing also revealed a leak coming from the lower right side edge of the sample. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.